Event description:
It was reported that the lead helix would not redeploy after being retracted. The lead was not implanted and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism, several conductors were distorted and the lead appeared damage at implant have occurred.